Event description:
It was reported to boston scientific corp that while performing a prostate biopsy using the easycore biopsy needle, the device misfired. The sample had been taken and while the device was outside of the patient's body the device misfired causing the sample to be lost. It was reported that a second, same type device, was used to complete the procedure. There were no complications reported.

Manufacturer narrative:
The device, although expected, has not yet been rec'd by the MFR.